Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: / malposition of essure device location of device / migration of essure device location of device:'), pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune disorder type of disorder:') and multiple sclerosis ('multiple sclerosis') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, irregular periods, multigravida, multiparous, fibromyalgia, depression and intramural leiomyoma of uterus. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general) / heavy bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, multiple sclerosis, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, depression and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: / malposition of essure device location of device / migration of essure device location of device:'), pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune disorder type of disorder:') and multiple sclerosis ('multiple sclerosis') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, irregular periods, multigravida, multiparous, fibromyalgia, depression and intramural leiomyoma of uterus. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general) / heavy bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, autoimmune disorder, multiple sclerosis, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, hormone level abnormal, heavy menstrual bleeding, vaginal haemorrhage, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, depression and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: / malposition of essure device location of device / migration of essure device location of device:"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general) / heavy bleeding"), autoimmune disorder ("autoimmune disorder type of disorder:") and multiple sclerosis ("multiple sclerosis") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. In (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2006, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, autoimmune disorder, multiple sclerosis, vulvovaginal pain, abdominal pain, abdominal pain lower, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, depression and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, multiple sclerosis, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received. Events: depression, multiple sclerosis & vaginal discharge were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: / malposition of essure device location of device / migration of essure device location of device:"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general) / heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), autoimmune disorder ("autoimmune disorder type of disorder:"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, autoimmune disorder, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe:, abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder:, bladder or urinary problems or changes, perforation (other) please describe and state the location of the perforation:, malposition of essure device location of device:, migration of essure device location of device:, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue. Reporter information, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.